Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with sc493t-quintex constrained screw 4.5x17mml. According to the complainant, the quintex screw was not locking into the plate. It also would not back out and a screw removal instrument was used to lift the plate out with the screw still in it. This occurred during a revision anterior cervical discectomy fusion (acdf) procedure. An additional medical intervention was required. The surgery was delayed by about 45 minutes. It was noted that the surgery was successful after a longer plate was implanted. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: sc512t - 22 mm plate; sc403t - constrained screw 4/16mm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with sc493t-quintex constrained screw 4.5x17mml. According to the complainant, the quintex screw was not locking into the plate. It also would not back out and a screw removal instrument was used to lift the plate out with the screw still in it. This occurred during a revision anterior cervical discectomy fusion (acdf) procedure. An additional medical intervention was required. The surgery was delayed by about 45 minutes. It was noted that the surgery was successful after a longer plate was implanted. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: sc512t - 22 mm plate; sc403t - constrained screw 4/16mm.

Manufacturer narrative:
Additional information/correction: b5 - type of event; lot number for involved component. D4 - lot number. D9 - product return date. D10 - involved component lot number. H3 - evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: we made a visual inspection of the screw and the plate in their incoming (in- screwed) condition. Except slight wear marks we found no damages or deformation. We then took the removal tool provided for such cases and tried to unscrew the screw according to the instructions. The surgical technique brochure notes specific points to observe in the case. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. The current failure rate is within the risk analysis and therefore acceptable as per procedures; severity was 2(5) and probability 2(5). Conclusion/preventive measures: the root cause for the problem is handling related. The screw could be removed easily and without any further damage following the steps explained in the instructions. Based upon the investigation results, a CAPA is not required.

Event description:
The adverse event is filed under aag reference (B)(4). Involved components: (B)(4) - quintex hybrid plate 1-level 22mm - lot 52638103. (B)(4) - quintex constrained screw 4.0x16mm - lot unknown.